Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation (other)') and genital haemorrhage ('genital abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the device dislocation, perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: plaintiff received treatment for pain , bleeding, plaintiff did not received treatment for migration , perforation . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received. Reporters information, patient date of birth updated. New events added-dysmenorrhea, pelvic pain , abdominal pain , menorrhagia (heavy menstrual bleeding), genital abnormal bleeding), nickel allergy ,migration, perforation were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.